Event description:
Information received indicates the left intermediate siderail will not stay up.

Manufacturer narrative:
The technician found body fluids in the latch mechanism. The technician cleaned the latch mechanism to repair the bed.